Event description:
A malfunction alarm was reported by the customer, identified as malf 0. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur afterward. The customer continued to use the pump for insulin therapy.